Manufacturer narrative:
The investigation for the limb ischemia, thrombus, and stroke has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Added- b5 mso review, d6b, h6 component code 925 h6-clinical codes 4440, 4417 h6-impact code 4641. F6/f8-should have been left blank in the initial report. H5-changed to yes.

Event description:
Additional information states that when explanting the cp, 8mm thrombus was noted on 9fr catheter in descending aorta. Clot removed completely. A CT scan was performed which revealed an area of cerebral infarction suggesting early hemorrhage. Anticoagulation stopped. It was further reported that the family made a decision to withdraw care after the patient had a stroke. The patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Event description:
The complainant reported a 53-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient had the cp placed via the femoral artery. On the third day of support, a limb started to become ischemic. The limb was externally bypassed, and medical staff discussed escalating the patient to an impella 5.5. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿